Manufacturer narrative:
This report was the result of a historic review based on company internal corrective & preventive action (B)(4).

Event description:
Healthcare provider reported they had 'free cap' during lasik surgery, did not do ablasion, sent in evolution 3e console for evaluation. Patient was rescheduled for surgery.